Event description:
Complainant alleged that while treating a male pt, presenting what appeared to be ventricular fibrillation and ventricular tachycardia heart rhythms, the device returned a "no advised shock" determination. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.